Manufacturer narrative:
Additional information was received that the reason for explant is ineffective therapy and not the charging issues. No device malfunction was suspected.

Event description:
A report was received that the patient was having difficulty charging the ipg as the remote control and charger would not communicate with the ipg. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg as the remote control and charger would not communicate with the ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Explant date: 2014. Additional information was received that the patient underwent an explant procedure. Model number/catalog number: sc-2366-50. Serial number: (B)(4). Batch/lot number: 16044582. Model/catalog description: linear 3-6 lead 50 cm. Model number/catalog number: sc-8216-50. Serial number: (B)(4). Batch/lot number: 16224145. Model/catalog description: artisan lead 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg as the remote control and charger would not communicate with the ipg. The patient will undergo an explant procedure.